Event description:
It was reported that the medication does on a cadd-legacy® duodopa pump changed. It was reported that the patient's usual dose of medication was normally 2.3. The patient did not know what happened, but after the nurse came by, the dose was on 3.8. However, according to the patient's file, the controlled dose was 3.8 and the night dose was 2.3. The pump's lock level was zero. It was later reported that the patient's wife found out that the extra dose was changed, but did not know how it could have happened. It seemed that the patient did not administer an extra dose with this wrong dose setting. The problem was reported as being currently solved. No injury was reported.